Manufacturer narrative:
Additional information received about the event description. From - [it was reported that during intra-aortic balloon (iab) therapy the intra-aortic balloon pump (iabp) had an "arterial line clogged" and a "pump stopped working" issue. The arterial pressure could not be monitored. There was no reported injury to the patient. The date of the event is unknown.] To - [it was reported that during intra-aortic balloon (iab) therapy the intra-aortic balloon pump (iabp) had an "arterial line clogged" and a "pump stopped working" issue. The arterial pressure could not be monitored. There was no reported injury to the patient. The date of the event is unknown. Additional information received indicated that the issue was with the pressure reading, they lost the reading due to blood clot in the arterial line, and after clot was cleared the normal trigger was reestablished and therapy was able to be provided.] Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the intra-aortic balloon pump (iabp) had an "arterial line clogged" and a "pump stopped working" issue. The arterial pressure could not be monitored. There was no reported injury to the patient. The date of the event is unknown. Additional information received indicated that the issue was with the pressure reading, they lost the reading due to blood clot in the arterial line, and after clot was cleared the normal trigger was reestablished and therapy was able to be provided.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the intra-aortic balloon pump (iabp) had an "arterial line clogged" and a "pump stopped working" issue. The arterial pressure could not be monitored. There was no reported injury to the patient. The date of the event is unknown.